Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse performed sorter mechanical alignments for sorter tip and cup pickup positions, resolving the issue. The fse verified the resolution by performing tip pickup macro and the customer ran quality control without errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(6), was installed on (B)(6) 2024. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2024 through aware date (B)(6) 2024. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2207] no tip acquired by sorter cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a misaligned sorter.

Event description:
A customer reported ¿2207 no tip acquired by sorter¿ error during patient processing on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.